Event description:
Procedure: lap appendectomy. According to the reporter: the surgeon was attempting to close and transect the base of the appendix. The staples did not form, but the knife blade did advance, resulting in the transection, but no closure. Surgery was extended longer than 30 minutes to control bleeding.